Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged pneumonia. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found evidence of unknown tiny white and black fibers or hair, at the air inlet of the blower box. Additional evidence of dust-like contamination on top of the blower motor and blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. The blower box was visually free of contamination. The manufacturer completed an internal visual inspection. The manufacturer found no evidence of sound abatement foam degradation. There was no visible damage or functionality failures of the device, indicating that the source of contamination was external to the device. The device's event log was reviewed by the manufacturer and found there were no errors logged. The device was applied power and the device operated properly.